Manufacturer narrative:
B3: date of event and d5: operator of device are unknown; no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "lower level is not alarming". Patient involvement is unknown.

Manufacturer narrative:
D9. Device available for evaluation: yes. D9. Date returned to mfg: 16-jan-2024. Investigation summary: the affected device was received for evaluation. Visual inspection showed no physical damage on the device. The reservoir was filled with water, the temp check e5579 was attached, the line cord was plugged in, and the power was turned on to perform functional testing. However, the customer's indicated failure of the lower level not alarming could not be duplicated or confirmed. As a result, the root cause is unknown. The reservoir gasket and o-rings were replaced, and preventative maintenance and calibration were performed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.